Event description:
Meter name: fasttake. Symptoms: dry mouth, itchy, frequent urination. A patient reported they were seen and treated by md. Their meter allegedly had no power. There was no result on their meter. The result on the md's was 375 mg/dl. No comparisons made. Treatment was an insulin shot administered by md. No further information has been reported.